Manufacturer narrative:
After talking to customer, checked system, could not reproduce the problem, checked the voltage signal on the tp 11 (ma sense test point) to be within specifications, verified no voltage noise caused by any loose connections that might have an effect on the ma sense, cleaned and greased the high voltage leads to eliminate any noise from arching. Checked unit by taking many shots at high and low technique. Verified unit operations before return to service.

Event description:
Customer reported, that the 9600 c-arm does not boot-up and ma on error displayed. Also stated that problem occurred in preparation for procedure, alternative unit used to complete the procedure. No pt injuries were recorded.